Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plunger rod on two of the 1 ml allergist tray with bd safetyglide¿ needle was broken in same exact location. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that the plunger rod on two of the 1 ml allergist tray with bd safetyglide¿ needle was broken in same exact location. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes.